Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("chronic cramping"), pelvic discomfort ("discomfort"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, abdominal pain lower, pelvic discomfort, weight increased, arthralgia, fatigue, abdominal pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, hypersensitivity, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: right-2, left-3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter, dob and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain'). In a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("chronic cramping"), pelvic discomfort ("discomfort"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms"). And was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, abdominal pain lower, pelvic discomfort, weight increased, arthralgia, fatigue, abdominal pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, hypersensitivity, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: right: 2, left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, results: bilateral occlusion of the fallopian tubes. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("chronic cramping"), pelvic discomfort ("discomfort"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy symptoms") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, abdominal pain lower, pelvic discomfort, weight increased, arthralgia, fatigue, abdominal pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, hypersensitivity, pelvic discomfort, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event: abnormal bleeding, allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.